Event description:
Additional information: an alarm was heard; telemetry not yet performed. The patient reported that about a week ago she was hearing a single beep every hour (similar to non-critical alarm) but the patient was not due for refill. The patient indicated that the pump was not currently used for therapy due to the "clogged" catheter. The patient further reported that she was currently in the hospital due to a staph infection and the managing hcp for the pump was aware of the "clogged" catheter but was waiting until they deal with the patient's staph infection before they do a revision.

Event description:
A possible catheter block was reported. It was stated that a dye study was performed and a blockage was suspected. Patient had experienced an intermittent return of symptoms. Patient felt that "sometimes she is getting medicine". Healthcare provider had given her oral baclofen in order to address her symptoms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the patient experienced increased spasms and tightness of their bilateral lower extremity / "ble". The patient was indicated to have had a sacral decubitus with wound vac in place currently; and was awaiting healing of their wounds prior to a planned catheter revision. The patient did not require hospitalization; and was noted as being un-injured. A healthcare provider indicated that the cause of the residual discrepancies was unknown. A failure to aspirate the catheter occurred regarding a catheter dye study on (B)(6) 2012. A (B)(6) on (B)(6) 2012 revealed normal results. The patient did not show for scheduled CT scan on (B)(6) 2011. A catheter revision was to take place "soon".

Event description:
It was later reported that a hcp confirmed a "crystalized catheter a few days before (B)(6)". The patient also had a (B)(6) infection in her thigh of which occurred as a result of "scraping against something". It was noted that the infection would need to be cleared before the hcp will address the catheter issue. Additional information later received clarified that the patient's pump administered lioresal. The patient was in the hospital for "a couple of weeks". The infection was described as being on the left side of the body. It was unknown to the reporter if a culture was taken. The patient had a wound vac on the infection. The patient was noted as "having assumed she had a crystalized catheter because there was a volume discrepancy". The volume discrepancy was determined on (B)(6) 2011, in which the pump's expected reservoir volume (erv) was 5.2 ml and the actual residual volume (arv) was 18.2 ml. A rotor study on (B)(6) 2011 showed normal results. Physician was unable to aspirate via pump's access port on (B)(6) 2011. On (B)(6) 2011 the erv was 14.7 ml and arv was 19.1 ml. An MRI performed on (B)(6) 2011 had "found nothing". On (B)(6) 2012 the erv was 6.4 ml and arv was 19 ml. The crystalized catheter was noted by an hcp as being "unconfirmed". A CT scan was planned to occur on (B)(6) 2012. The physician planned to replace the catheter after the patient's infection cleared up. The patient was currently on 10 mg of oral baclofen three times a day. A follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk.

Event description:
The patient had the same medication for 7 months. Due to the catheter being clogged it was expected that 18ml would be removed from the pump, but only 5ml were removed. It was planned to replace the catheter only. Patient stated she has heard critical and non-critical alarms. The patient was told that the drug had crystallized in her spine. The patient had a high fever (104.7), underdose symptoms, itching, and she had hives on her back, chest, and forehead and had vre but was "ok now." She was taking 80mg of oral baclofen. It was further indicated that the pump had contained compounded baclofen (though previously the physician had reported lioresal); it was unclear if one or both had been used in the pump. At the time of this report the pump was filled with saline.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient still had concerns with the pump or therapy but had not sought further help. No further information was reported.

Event description:
Since (B)(6) 2012, the patient was experiencing withdrawal symptoms. The patient reports experiencing fever, increased baseline spasticity, itchiness, headaches and severe spasms. The patient's toes are pulling: one foot pulls and one foot pushes and her knees jerk. The patient reported that a catheter blockage was detected on (B)(6) 2012. The patient was planning to follow up with their hcp. They were planning surgery. It was noted that the infection in her thigh resolved following hospitalization for about one month.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the "pump is off for a long time / couple years ago." The patient was taking 14 pills and 1400 milligrams of baclofen per day. The reporter stated that 3 of the 4 wounds that occurred about 3 years previously were healed; 2 of the wounds were on the patient's heels, 1 on the hip and 1 on the middle of the patient's buttocks. The remaining wound was reportedly small and a q-tip could be used. The wound was nowhere near the surgery site. No further information was provided.